Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger, the moving parts did not move smoothly - trigger and component damage. It was further determined that the device failed pretest for check for sticky trigger and general condition. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.